Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the procedure was that the patient was having inadequate stimulation in the back.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.